Event description:
It was reported, "the pt was loose in extension."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. No further info is available. If add'l info becomes available, it will be submitted in a supplemental report.